Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds and declining, low pacing impedance. The clinician suspected twiddler's syndrome. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.